Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) medical records ad 27 aug 2021 was reviewed by clinician. On (B)(6) 2015, the patient had a right knee arthroplasty to address depuy components, including depuy patella and depuy cement x2 were used during this procedure. On (B)(6) 2021, the patient had a right total knee revision to address loosened tibial tray. The tibial tray had debonded from the cement (implant/cement interface). The femoral component and patella remained in-situ. The insert was revised without allegations of deficiency. Depuy components were used during this procedure. Doi: (B)(6) 2015 dor: (B)(6) 2021 (right knee).